Manufacturer narrative:
The product is available for analysis. Additional information will be submitted within thirty days upon receipt.

Event description:
The patient was a male. The target lesion was the proximal to mid lad. The vessel was de novo, heavily calcified and slightly tortuous. There was 99% stenosis. A 2.0 x 20mm firestar balloon catheter was being delivered to the target lesion in the mid lad for pre-dilation, but the balloon wouldn't cross the lesion. Therefore, the balloon was inflated at the lesion at the proximal lad at 8atm. Because the indentation of the lesion couldn't be achieved, the balloon was deflated once and inflated again, but the balloon couldn't be fully inflated at 8atm due to the heavy calcification. There was no blood or contrast medium flowing back into the inflation device, but the physician suspected the balloon ruptured or the shaft leaked. Therefore, he tried to withdraw the delivery system, but he experienced difficulty removing it even though the balloon was fully deflated. The system was withdrawn gradually and finally it was retrieved from the patient. The physician found that the blood leaked from the shaft (portion unknown). The procedure was safely finished. There was no patient injury reported. The product was clinically used and will be returned for analysis.